Manufacturer narrative:
The technician replaced the siderail bracket to repair the bed.

Event description:
Information received indicates the siderail bracket is bent, causing the siderail mechanism to not latch properly.